Manufacturer narrative:
(B)(4).

Event description:
It was reported that, an 840 ventilator generated an inoperative error message. The ventilator was not in use on a patient at the time of the reported event.